Event description:
During a rotator cuff repair the surgeon went to insert a rc5 anchor and broke the anchor at the eyelet to thread interface. The surgeon elected to convert to an open shoulder procedure to complete the repair. The threaded portion of the broken anchor remains in the pt. No pt injury was reported. It was confirmed that the insertion site was not predrilled as required per the instructions for use.